Event description:
It was reported by the rep the device was used during a "tepp" procedure. It was reported the surgeon gained access to proper plane, dissected distally, then inserted ted12 trocar, retracting with stay sutures. Upon reaching pubic symphysis with distal tip of trocar - began to inflate balloon. At approximately 20 pumps the balloon popped. Device was removed and another ted12 opened and inserted. Balloon was inflated completely, deflated and inflated again for additional dissection. During the second inflation the balloon popped. Remnants of 2nd balloon had to be retrieved from patient. Surgeon had to later convert to open partly due to difficulty of inadequate space dissection.